Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. Further information was requested. Plc161000/11992577 UDI # (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The procedure was completed without any complications and the patient tolerated the initial procedure. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of the aortic aneurysm was 63.5mm. On (B)(6) 2014, the follow up cta determined that the maximum diameter of the aortic aneurysm was 62mm. On (B)(6) 2015, the follow up cta determined that the maximum diameter of the aortic aneurysm was 64mm. Also, it was noted that the left renal artery was stenosed. On (B)(6) 2016, the patient underwent the additional procedure and the stent (unknown) was implanted in the left renal artery. No further adverse events have been reported. The additional information was requested.

Manufacturer narrative:
This report is being sent as a retraction to the initial report. Upon further investigation into this event there was no artery occlusion and the renal artery stenosis was the only complication found in this event one year after the implant procedure, this event is not reportable as a serious injury.

Event description:
This report is being sent as a retraction to the initial report. Upon further investigation into this event there was no artery occlusion and the renal artery stenosis was only complication found in this event one year after the implant procedure, this event is not reportable as a serious injury.